Event description:
It was reported to boston scientific corporation that a rx ercp cannula standard tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, there was stenosis in the hepatic portal region. This device was advanced through the right intrahepatic bile duct for ercp. A cheerleader major 0.035-inch wire was next crossed to the lesion and this device was retracted. A metallic stent was implanted from the right intrahepatic bile duct to the common bile duct. Upon withdrawal, it was noted under the CT, that the ro marker had come off from the distal tip. The marker remains in the right intrahepatic bile duct. Reportedly, the physician presumes that the marker will excrete automatically through the stent. There was no serious injury or patient complication reported as a result of this event.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-4165. Refer to for correction.

Manufacturer narrative:
Corrected data: should be: other serious (important medical events) was: not checked should be: unknown was: initial use of device: should be: unknown.

Manufacturer narrative:
A visual examination of the returned device found that the ro marker has separated from the device. The distal portion of the extrusion is split from the guide wire channel to the distal tip. The majority of the length of the extrusion guide wire channel is exposed, allowing the guide wire to be pulled out of the guide wire channel sidewise. The distal section of the extrusion guide wire channel is enclosed. The cause of the reported event cannot be determined; it is likely attributable to operational context. The enclosed section of the guide wire channel has been split open, most likely by the guide wire during removal. A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints reported for this lot.